Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead dislodged twice, requiring two revision procedures. In the first revision the lead was repositioned. In the second, the physician elcted to explant the lead. There was some difficultly removing the lead, but eventually was explanted and successfully replaced by a new lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted dried blood in the helix mechanism up through the lumen. The lead's helix failed to extend due to the presence of dried blood in the helix mechanism. The lead passed conductor resistance, high potential, and insulation pressure testing, confirming both the conductor and insulation were uncompromised. Analysis was unable to refute the allegation of dislodgement.

Event description:
Correction: this rv lead only dislodged once. The first of the two revision procedures was to address dislodgement of the atrial lead only. In the second revision, there was some difficultly removing the lead, but eventually it was explanted and successfully replaced by a new lead. No adverse patient effects were reported.